Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up arrow button was unresponsive. The numbers were ramping up when they tried to set up a bolus. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
In pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window, missing end cap sticker, and cracked reservoir tube.